Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that an occlusion alarms occurred. The customer blood glucose level was 166 mg/dl. The customer went to the emergency room and subsequently hospitalized in the intensive care unit due to diabetic ketoacidosis and high amounts of ketones which were identified as dangerous by healthcare provider. Customer attempted to self-treat with a bolus via pump, a supplies change and drank water. During hospitalization, customer was treated intravenously with fluids of saline and insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.